Event description:
The lay user/reporter called lifescan (lfs) on july 27, 2006, and alleged that her meter would not power on. The medical affairs specialist spoke to the pt on july 28, 2006, and obtained and verified the following info. The pt did not test on her meter for 9 days, her last test was in 2006 (she does not recall the date). The pt went into the hosp last week on wednesday or thursday (she does not remember) and was admitted for 2 days. She went to the hosp with symptoms of a sore throat, fatigue, and listlessness. Her blood glucose upon admission was over 400 mg/dl. She also has hepatitis c, which she stated was "acting up". While in the hosp, her blood glucose results were ranging from 269 to 369 mg/dl. She was treated with insulin and glucophage. She stated that she slept the entire two days. Prior to going to the hospital, she was supposed to take, glucophage 500 mg for breakfast and lunch and 1000 mg for dinner. She ran out of her prescription 6 weeks earlier and did not refill it because her insurance would not pay. She was also supposed to take insulin, but she did not store it properly so it went bad. After being released from the hosp, she is now taking lantus 10 units before bed and regular insulin, 5 units, three times a day. The meter issue was resolved with troubleshooting. Although she was not taking her medications prior to the meter issue, this complaint is being reported although the meter issue was resolved, as the pt was unable to test on her meter; subsequently, she suffered from hyperglycemia requiring intervention. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.